Event description:
A customer reported an issue with a high blood glucose (bg) level, with a reading of 505 mg/dl. Cause was not known. The customer had taken no prior actions to address the high bg. Technical support instructed the customer to conduct several checks, including inspecting the site, infusion set, tubing, and confirming proper insulin storage. No issues were identified during these checks, and insulin was observed at the end of the tubing. The customer was advised to replace supplies as necessary and resume insulin.